Event description:
System operator opened the main door of the versacell system to retrieve a sample tube, and the door struck the operator's back. There was no injury to the operator.

Manufacturer narrative:
A siemens healthcare diagnostics field service engineer (fse) was sent to the customer site for instrument eval. The fse replaced the door compression springs. Follow-up investigation by siemens technical indicates the instrument door was not in the recommended full upright position at the time of the incident. The instrument is performing within specs. No further eval of the device is required.